Event description:
A physician reported that a pt was originally skin tested in 1991 or before, (exact date not known), with negative results. The pt has had multiple collagen treatments, and on 2 february 1998 the pt was treated in the glabella and the nasolabial folds. On 8 february 1998, the pt reported a "port wine stain" in the glabellar area. On 10 february 1998 the pt was examined by the physician who noted a "quarter" sized red and swollen area at the glabella. The physician believed the pt's symptom was a definite hypersensitivity with a possible secondary superficial infection. The physician prescribed oral keflex on 10 february 1998. No further medical or surgical intervention was planned or prescribed.